Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax); d10 (concomitant med products). The cause of the patient-device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
B5: additional event description added. D4: serial and primary UDI number corrected.

Event description:
Additional information received from the complainant reports the patient had an ECMO cannula and cp in the same groin. Bleeding seemed to be around impella site. No transfusion was required. Pressure dressing and manual pressure and no blood products were given. Device is not available for return and was discarded by the facility.

Event description:
An impella cp device was inserted via the left femoral artery in a 25-year-old female for acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was not further specified. During support, bleeding was noted at the impella access site. Contributing factors included the presence of an extracorporeal membrane oxygenation cannula in the same groin, which may have increased bleeding risk. Due to the patient¿s overall critical clinical condition, the decision was made to withdraw care, and the patient subsequently expired. The reported bleeding is consistent with access-site complications in the setting of large-bore femoral access, anticoagulation, and concurrent extracorporeal membrane oxygenation support. The death is conservatively being reported; however, it is more likely attributable to the patient¿s underlying acute myocardial infarction, cardiogenic shock, and critical illness.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.